Event description:
The sheath was being advanced; pulled back to redirect sheath and radiopaque band separated in fistula. Vascular retrieval forceps were utilized to extract the band. The procedure was completed without further incident.